Event description:
During the hip arthroplasty, client rec'd the following devices: depuy sector acetabular comp 60 mm material, depuy stability hip titanium 14mmx155mm, depuy articul/eze ball 28mm ball, depuy enhanced uhmwpe liner w/hylamer 28mm idx60mmod. Just nine mos after the arthroplasty, client developed hip pain and was evaluated by his orthopedic surgeon. X-rays done at that time showed a stable implant but with significant volumetric wear of the plastic. Ultimately, client was forced to undergo a second arthroplastic surgery, on the same hip, just 13 mos after the first surgery. The surgeon replaced the ultra high molecular weight polyethylene liner w/hylamer and the articul/eze ball during this second surgery. During this second surgery the orthopedist discovered a cystic collection along the posterior aspect of the greater trochanter. The cyst was opened and drained of a yellowish, cloudy fluid. After microscopic examination, the fluid was determined to be inflammatory exudate and not infectious. The acetabular component and femoral components were checked carefully and neither was loose. The hylamer liner was checked and found to have asymeteric wear. The total volume of wear was measure to be 15mm. In the research rptr has done on the internet and in orthopedic journals, they have found that a "normal amount" of wear is 4-5mm in 6-10 yrs. Client's liner had worn 15mm in just 13 mos. Rptr states they were told by their client that the failed device was reported to the MFR depuy. Apparently depuy had recently made changes in the way they sterilize their devices, switching from radiation to gas. Depuy suspects that the failure was due to some type of chemical reaction between the product and the gas used in the sterilization. Client also informs rptr that the failed device was sent to an independent lab. This lab found that the device had "de-laminated" because of the gas sterilization. Not only was client forced to undergo another painful, debilitating surgery, he has also developed generalized fatigue and sleep apnea beginning 6 mos after the first arthroplastic surgery. Rptr is suspicious that these symptoms may be a systemic result of the plastic getting into his body.